Manufacturer narrative:
Section b5:addendum for additional information received:the device was stored in a box in the cath lab. The device was brought in on the procedure date. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The contrast media a non-cordis brand and the contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally. The maximum inflation pressure was ten atmospheres. The device was removed intact from the patient. The target lesion was the left common carotid artery. The lesion was moderately calcified. There was little vessel tortuosity, with seventy five percent stenosis. The device was not used for chronic total occlusion (cto). As reported, this was a carotid artery stenting (cas) case, a 5x30mm 142cm aviator plus .014 percutaneous transluminal angioplasty (pta) catheter was inserted and inflated for a post-dilation; however it ruptured at three or four atmospheres. There were no reported patient injuries. The aviator was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. The target lesion was the left common carotid artery. The lesion was moderately calcified. There was little vessel tortuosity, with seventy five percent stenosis. The device was not used for chronic total occlusion (cto). A balloon catheter (4mm) was inflated as a pre-dilation and a stent was implanted. The device was stored in a box in the cath lab. The device was brought in on the procedure date. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The contrast media used was iopamiron. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally. The maximum inflation pressure was ten atmospheres. The device was removed intact from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17662115 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (moderately calcified with little tortuosity) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported, this was a carotid artery stenting (cas) case, a 5x30mm 142cm aviator plus .014 percutaneous transluminal angioplasty (pta) catheter was inserted and inflated for a post dilation; however it ruptured at three or four atmospheres. There were no reported patient injuries. The aviator was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. A balloon catheter (4mm) was inflated as a pre-dilation and a stent was implanted. Additional procedural details were requested but are unknown. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17662115 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, this was a carotid artery stenting (cas) case, an aviator plus .014 5.0x30 142cm was inserted and inflated for a post dilation, however it ruptured at three or four atmospheres. There were no reported patient injuries. The aviator was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. A balloon catheter (4mm) was inflated as a pre-dilation and a stent was implanted. Additional procedural details were requested but are unknown.